Event description:
It was reported that, patient had infection and on (B)(6) 2012 he went on antibiotics. On (B)(6) 2012, devices were removed and antibiotic spacer was put in. On (B)(6) devices were implanted again.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.